Manufacturer narrative:
The t:slim pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing. The customer's blood glucose (bg) level was 479 mg/dl. Reportedly, the customer was not following the proper air removal process. During follow up with tandem technical support, the customer reported that the pump was functioning properly, and bg levels have trended down to normal parameters.